Manufacturer narrative:
This report is submitted on february 19,2023.

Event description:
Per the clinic, the patient experienced pain resulting in the decision to explant the device. The device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on june 07, 2023.